Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present medullary reamer was analyzed for conformance to print specifications as well as the device history record was researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and as no detailed clinical information is available. The breakage is possibly indicative of overloading during usage. Placeholder.

Event description:
The head broke off during usage. (B)(4).